Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for cranial resection. It was reported that when the site registered using touch and go, the orientation was backwards when verifying accuracy. Left was right and right was left. It was further indicated that the probable cause would have been due to fiducial placement. No delay was reported and there was no impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the issue was resolved by using tracer regimentation.